Event description:
During the routine follow up, memory data were not available upon interrogation of the device; specifically, the user complained he had no access to the autosensing histograms. In addition, no programmer file was recorded and a message was displayed ("aida not programmed"). The physician requested an explanation about this behavior.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Review of the electronic data and files received. Conclusion: aida was left un-programmed on (B)(6) 2008 because of telemetry errors. No aida data will be available until manual programming of aida is performed by pressing the "prog" button in aida screens. Review of programmer software specs confirmed that both pm and programmer operated as specified: in this particular circumstance where the aida programming operation is interrupted by a telemetry error, the user is notified and aida programming fails. This type of event is not likely to recur; moreover, there was no risk for the pt. The pm can remain implanted without further action (apart from manual programming of aida).